Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was poor communication and the "call hcp eos" screen on the patient's programmer this morning. The patient has been experiencing a gradual return of symptoms. It started with the patient's fingers moving, then it progressed to the patient shaking again and wobbling a bit. The patient was currently at the hospital because they were fearful the patient was having a stroke. Troubleshooting was performed with the antenna. The antenna was secure and synced with the ins, but this did not resolve the issue. It was noted that the patient has missed some neurology appointments in the past. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they had not experienced a stroke. The circumstances that led to poor communication and symptoms was because the stimulator died. Patient received a new stimulator and the issues were resolved.